Event description:
It was reported that the home patient (hp) reconnect themselves after the transfer set was disconnected from the patient line. The technical service representative (tsr) advised they would assist to end therapy and the home patient (hp) would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - breach in aseptic technique during drain one where the home patient (hp) reconnected after the transfer set became disconnect from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler. The patient guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.